Event description:
The device started to pace a patient with a viable rhythm on the bedside monitor. The device was displaying the patient's rhythm as asystole. A back up device was obtained and care to the patient was continued. The reporter stated there was no adverse affects to the patient as a result of device operation.